Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/05/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history indicated that the last pump bolus and basal occurred on (B)(6) 2014. The pump history showed that the pump was suspended on (B)(6) 2014 at 04:59 and was not resumed until 08:59. The pump history also showed it was suspended on (B)(6) 2014 and the pump deliveries were never resumed. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 23.0 mmol/l with vomiting associated with an allegation that the pump was not delivering insulin accurately. There were no other known factors effecting blood glucose reported. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an alleged malfunction which was not resolved at the time of contact.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.